Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and preventative replacement of textured device. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles in the surface of the shell, wear abrasion, crease fold and underweight. A microscopic analysis was performed which identify an opening striated in the anterior side, broken striated in the anterior side, crease sharp in the posterior side have non-penetrating nicks. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage. A crease sharp broken on posterior assessed to a fold flaw opening. Missing piece of the shell assessed as to inconclusive.

Event description:
Patient reported right side rupture and preventative replacement of textured device. The device was explanted.